Event description:
It was reported that the time on the system controller reset to 2000 and it was unclear why. It was noted that the date and time were set when the system controller was first used. Log files were submitted for review and captured some clusters of pulsatility index (pi) events. The log files from the system controller were reviewed and revealed the timestamps reset to corrupted values in the left ventricular assist device (lvad) periodic log files, indicating a pump stoppage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the clock not being set was confirmed via analysis of the submitted log files. The controller event log file captured routine events. The controller periodic log file captured a no external power alarm followed by controller clock corrupted alarms. These alarms are consistent with a loss of power to the system. The clock was corrupted between 08nov2025 and 15dec2025. Corrupted timestamps consistent with those seen in the controller periodic log file were also captured in the left ventricular assist device (lvad) log files, this indicates a pump stoppage. The events leading up to the clock being corrupted in these log files were not captured due to the periodic recording of the log files. There were no other notable events captured in the log files and the controller appeared to support the system as intended while connected to external power. The heartmate 3 system controller (serial number hsc-110586) was not returned for analysis. It was reported the cause of the controller reset was not identified, no troubleshooting was performed, and no product was exchanged. A root cause for the controller clock being corrupted cannot be conclusively determined through this analysis. The relevant sections of the device history records for hsc-110586 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Section 3 of the IFU, entitled ¿powering the system¿ instructs the patient how to switch between power sources to prevent loss of power. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.